Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is april 4, 2016.

Event description:
Boston scientific received information that the patient received inappropriate therapy for oversensing of the t waves. The t wave was oversensed due to decreased r wave amplitudes. The inappropriate therapy landed on another t wave and induced ventricular fibrillation (vf). Another shock was administered and successfully converted the patient. It was noted that the patient did experience syncope. During the in office interrogation the patient performed an exercise stress test and looked at the vectors at elevated heart rates. Ultimately the system was programmed to a sensing vector that was free of t wave oversensing and the patient was sent home. No additional adverse patient effects were reported.